Event description:
A (B) (6) female pt was taken to surgery today for a suspected leak in her lap-band. The pt had an allergan lap-band placed 4 years ago for weight loss. The pt had been having some discrepancies with the amount of fluid in her lap band and what had been noted to be injected into the band. Today the bariatric surgeon took the pt to surgery and removed her lap-band due to a suspected leak. The leak could not be definitively identified but was highly suspected. The band was removed and replaced with another lap-band. The band was sequestered for risk mgmt to pick up. The pt tolerated the procedure well and was sent to pacu for recovery.